Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient lost consciousness and was found lying on the floor. Customer had low blood glucose level and was treated with food. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.